Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic dependent patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited inappropriate measured longevity data. The nurse noted that the measurements have been different during different follow-ups. No intervention was reported. The patient would continue to be monitored.